Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular intracardiac electrograms, however the noise was not sensed or marked by the device. The noise was also observed the previous day, using a different programmer in a different room.